Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump was coming off. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer reported crack on the insulin pump lcd and the drive support cap was coming off. Customer stated that a rubber band was used to hold the insulin pump together. Customer also reported that the insulin pump had a motor error alarm and the blood glucose was running high in the 200 mg/dl to 300 mg/dl and declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.